Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also reported that the patient had typhoid fever and malaria. There were no additional adverse patient effects were reported. The product was explanted.